Event description:
It was reported while connected to the device, resuscitation was attempted and the patient passed away. No additional information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A Follow-up report will be submitted upon completion of the Investigation.Section D2: FDA Procode updated based on information known at this time. Catalog Item ID and 510K is unknown at time of report.